Manufacturer narrative:
Follow-up #1 date of submission 03/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a short battery life. During a visual inspection of the pump, the battery compartment was observed to be cracked. No evidence of moisture ingress was found. The pump powered on properly with no alarms. The pump became warm to the touch after several minutes of being exercised. The current draws measured high. A suspect component was removed from the printed circuit board, and the current draws returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump was warm to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.